Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the device had battery issue. Customer's blood glucose was 301 mg/dl. Device did not alarm low battery alarm prior to the off no power alarm. Customer will not be returning the device for analysis.